Event description:
Percutaneous coronary intervention (pci) was performed in a 70% stenosed lesion with heavy calcification and moderate tortuousity in the circumflex (cx) artery. The physician placed, with difficulty, an angioplasty balloon. Then the intravascular ultrasound (ivus) catheter, requiring steady forward pressure, was placed past the point of interest. The physician noticed the distal end of the ivus catheter stayed in place while the rest of the ivus catheter was removed. The broken distal end of the ivus catheter remained in the pt while the physician completed angioplasty and stenting. A snare was then used to successfully retrieve the broken catheter piece. The procedure was completed with another ivus catheter. No pt injury was reported and the pt condition was reported as "good".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined.